Event description:
It was reported that during use with 1000 bd vacutainer® serum blood collection tubes the stopper came out of tube and blood leakage occurred. There was no report of patient impact. The following information was provided by the initial reporter: vacutainer cap not properly fit. Cap pop out lead to blood spillage.

Manufacturer narrative:
H.6. Investigation summary: bd had not received samples or photos for investigation. Therefore, 29 retention samples from bd inventory were evaluated by functional testing and upon completion, the indicated failure mode for stopper creepout was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode stopper creepout. Bd has initiated further root cause investigation relating to the issue of stopper creepout through corrective and preventive actions. H3 other text : see h.10.

Manufacturer narrative:
Device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use with 1000 bd vacutainer® serum blood collection tubes the stopper came out of tube and blood leakage occurred. There was no report of patient impact. The following information was provided by the initial reporter: vacutainer cap not properly fit. Cap pop out lead to blood spillage.